Event description:
Patient states that freedom pump is not working; there is a clicking sound when infusing, and infusion is going slower and slower. Unknown if device is still on hand, unknown if a dose was missed or if an adverse event was suffered unknown lot number. Reported to (B)(6) by pt/caregiver.